Event description:
It was reported that the wake button on a device did not always work and required extra force to activate it. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and no additional information was provided or actions required.